Event description:
It was reported that there was noise on the patients right ventricular lead. The patient presented in the emergency room after receiving multiple device therapies. The clinician reported that noise on the lead had caused the device to inappropriately deliver multiple high voltage shocks. The clinician also noted that the impedance had suddenly increased. Programming changes were made. Testing was recommended. The patient was stable.

Event description:
New information received indicated that due to brugada syndrome, the system was turned off and did not want to move forward with removal due to risk of infection.